Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/29/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded insertion system was returned to the manufacturer in a plastic bag. The intraocular lens (iol) was also returned, in a plastic bag, cut in two pieces. Visual inspection at 10x microscope magnification showed that the missing haptic was detached in the cartridge body. The customer's reported complaint was verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. A search on complaints revealed no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion of a pcb00 intraocular lens (iol), it was observed that it only had one haptic (one haptic detached). An incision enlargement was required to remove the lens and the wound was sutured. No further information was provided.